Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system on (B)(6) 2009. According to the complainant, the patient experienced an injury, but the specifics are unknown. All other information is unknown and reportedly unavailable.

Event description:
According to the physician, the patient was implanted with the obtryx transobturator mid-urethral sling system during a tot procedure. Post-procedure, on (B)(6) 2009, the patient presented with mild discomfort (specifics unknown). On (B)(6) 2009, the patient presented with rectal pressure and pain, and was given a pudendal nerve block. On (B)(6) 2009, the patient reported continuous anterior and lower abdominal discomfort, and pain and soreness into the thigh. Reportedly, there will not be any corrective surgery to repair or remove any of the meshes. The patient reported having no issues during her last appointment on (B)(6) 2012.